Event description:
The surgeon inserted an aq2003v silicone th ree-piece lens but the lens tore. The incision and enlarged to remove the lens and sutures were required. The reporter stated it was unknown as to why the lens tore.